Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 3cm stenosis in the upper portion of the bile duct due to a malignancy. The patient anatomy was reported to be tortuous and had not been dilated prior to stent placement. During the procedure, the physician placed a guidewire through the stenosis and loaded the stent over the wire. The physician attempted to place the stent in the desired location; however the stent would not cross the stenosis. The physician removed the stent and dilated the stenosis using a 10fr bougie but the stent was still unable to cross the stenosis. The stent was unable to be deployed at all and was removed from the patient. Another wallflex biliary rx covered stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was returned partially deployed.

Manufacturer narrative:
Evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 30mm. It was noted that the clear outer sheath was kinked at several locations 34mm proximal to the stent. During analysis it was possible to reconstrain the stent. No other issues were noted to the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.